Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a request by the patient as a result of discomfort at the tip of the glans. The ipp reservoir was explanted and replaced with a new ipp reservoir.